Event description:
The patient reported that she is on vacation and her blood glucose levels are elevated. She stated she woke up this morning with a blood glucose reading of 389 mg/dl which went up to over 500 mg/dl and is currently 493 mg/dl. She stated she has taken a total of 6 units of insulin over the last 2 hours, but her blood glucose levels have not gone down much. Prior to the report the patient performed troubleshooting and found no issues with her infusion device or accessories. She stated she had used a drug last night and wondered if that might affect her blood glucose levels. She stated she is feeling nauseous, has a pounding headache, and feels like she has a "hangover." She did not accuse the infusion device of causing the elevation of her blood glucose. The patient was advised to call a local hospital and ask them for advice about the effect of this particular drug on insulin effectiveness. On follow up, the patient stated her blood glucose has returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.